Event description:
It was reported that the customer received product with the lot # 4249507. The product was removed from sealed box and had a broken connection. No patient injury or involvement were reported.

Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time.

Manufacturer narrative:
Other, other text: two (2) samples were received and photos were provided for evaluation. The complaint returned unit was visually inspected. Damage/fractures were observed between the cap single port and y connector. Ten (10) samples were taken from the manufacturing process line to observe the condition of the parts after assembly and replicate the issue reported by the customer. Samples taken were intentionally bent to observe cracks. Samples tested were not detached or broken after the intentionally force was applied after assembly. The probable root cause is product mishandling after the devices left the facility. The complaint was not confirmed. No corrective actions were required since the complaint could not replicated. (H6c, h6d, h6e). There were no non-conforming reports (ncrs) initiated for the lot or anomalies identified in the device history record review. E4 is unknown.